Event description:
It was reported that "patient presented to the surgeon complaining of a squeaking hip. Complains of pain as well. Presented the dr with a letter from a lawyer".

Manufacturer narrative:
The device remains implanted and will not be made available for eval.